Event description:
A healthcare professional reported with a description of inserted a intraocular lens (iol), the tip of the applicator was faulty and caused a tear. An anterior vitrectomy had to be performed on a patient who only came in for a cataract surgery and iol implantation. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The nozzle has adhesive tape wrapped around it at the lens bay door area. The plunger has been advanced outside the nozzle tip. The plunger tip is bent. The section of the plunger outside of the device is also bent. This could be due to it being returned loose in the carton. No iol returned. Returned photo shows two preloaded devices (nozzle part only). The plunger is advanced outside the nozzle tip in both cases. One plunger tip appears to be bent. No root cause identified for the reported complaint. The plunger tip is bent. The section of the plunger outside of the device is also bent. This could possibly have been due to it being returned loose in the carton. The product was subject to handling and the reported damage was highlighted post implantation. We are unable to confirm the device preparation and the lens or plunger position for advancement at the time of surgery. In addition to this, all plungers are 100percentage inspected as per approved manufacturing procedures at the vendor site and the observed plunger damage would not meet the release criteria. Based on this investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. Returned photo shows two company devices (nozzle part only). The plunger is advanced outside the nozzle tip in both cases. One plunger tip appears to be bent. We are unable to determine the root cause for the reported complaint. The product was not returned for analysis. Only photo was returned. The product was subject to handling. We are unable to confirm the lens and the plunger position for advancement. Based on these investigation findings and without the evaluation of the physical product, we are unable to verify if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).